Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a trial on (B)(6) 2020, the patient had a wet tap while the physician attempted to access the epidural space at l1-l2. A blood patch was done and the patient did not experience any negative symptoms following the procedure.